Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use during drain 5 of 5. The drain volume equaled 3218ml. The total uf equaled 1938ml. The technical service representative (tsr) had the patient press stop and go, and reposition. The uf target equaled 2000ml. The patient drained back 3493ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was not aware of the event and stated that the patient's largest prescribed fill volume was 2100ml. Baxter product surveillance informed the rn that the patient drained off 3493ml, meeting intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The rn stated the patient has been continuing therapy on the cycler. No allegation was made against any of the patient's dialysis products.